Event description:
The videoscope was returned to the service center with a report of a broken black ring on scope. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, it was found that the objective lens was missing its adhesive and the bending section cover had lifted. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: device became worn, weakened, corroded, or broken down due to processes such as aging, permeation, or corrosion should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.